Manufacturer narrative:
It was reported that pyrenees 14mm segmental drill and drill guide only goes in 10mm. The procedure was completed successfully without surgical delay. No adverse consequences were reported. A minimum of 3 follow up attempts were performed to obtain additional information, but a response was not received. The reported device was not received so an evaluation could not be performed. Manufacturing records and complaint history could not be reviewed as the lot# was not provided. A review of complaint history for the associated catalog number could not be conducted as it could not be obtained. As the device was not returned and additional information was not received, an exact cause of the reported event could not be determined. Potential causes include: normal wear led to tip deformation of the drill, presence of foreign debris in the drill guide, etc.

Event description:
It was reported that a pyrenees segmental drill guide does not allow for the advertised purchase in a bone. This record captures the pyrenees segmental drill guide.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that a pyrenees segmental drill guide does not allow for the advertised purchase in a bone. This record captures the pyrenees segmental drill guide.